Event description:
(B)(6) clinical trial it was reported that there was a grade v stent fracture five years after implant. The subject was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in the left distal superficial femoral artery (sfa) extending up to left popliteal artery (ppa) with 100% stenosis and was 135 mm long with a proximal and distal reference vessel diameter of 5.00 mm, and was classified as tasc ii c lesion. Target lesion was treated with direct placement of an eluvia 6 mm x 150 mm stent. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2016, the subject was discharged on aspirin. On (B)(6) 2021, during 60 month follow-up visit, a routine diagnostic x-ray revealed stent fracture of grade v- stent fracture of trans-axial spiral configuration was noted. No intervention or adverse event associated with stent fracture was reported.

Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: 69 years at time of enrollment.